Event description:
It was reported that during annual preventative maintenance performed by medtronic, this 980 ventilator was found to have damage to the direct current (dc) - dc printed circuit board assembly (pcba). The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Issue identified during product analysis. H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that during annual preventative maintenance performed by medtronic, this 980 ventilator was found to have damage to the direct current (dc) - dc printed circuit board assembly (pcba). Service personnel (sp) found a damaged dc-dc converter pcba and replaced it. Additionally, sp found background user interface (ui) communication codes in logs and based on codes, replaced graphical user interface (gui) central processing unit (cpu) pcba and ui pcba. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The dc-dc converter pcba was returned to medtronic for further analysis. A visual inspection of the returned part was conducted and it was observed that component c83 had thermal damage. If a failure of the c83 capacitor occurs while in use on a patient, the ventilator response would be a loss of ventilation to the patient. The gui pcba and the ui pcba were returned to medtronic for further analysis. The components were visually inspected and functionally tested with no malfunction or product deficiency observed. The cause of the reported event was isolated to a faulty capacitor c83 on dc-dc converter pcba. The dc-dc converter pcba serial number is in scope of a existing internal investigation. The cause of the additional ui communication error issue could not be established. However, a potential cause was an issue with communications between ui pcba and gui cpu pcba addressed during the repair. This additional issue is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.